Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with an atrial lead that exhibited low impedance and atrial lead noise. The clinic was monitoring the patient. The patient was stable.